Manufacturer narrative:
The country of origin is (B)(6). Rack adapters were not used during testing. The previous calibration and qc had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results for 5 samples from the cobas 6000 e 601 module analyzer. 3 of the 5 samples are reportable malfunctions. Sample 1: the initial result was 19.96. On (B)(6) 2019 the rerun result was 11.84 and the rerun result on an e411 was 10.12. Sample 2: the initial result was 14.72. On (B)(6) 2019 the rerun result was 9.62 and the rerun result on an e411 was 9.99. Sample 3: on (B)(6) 2019 he initial result was 23.55 and the rerun results were 15 and 14.32. The units of measure were asked for but not provided. The questionable results were reported outside the laboratory. The reagent lot number was 381539 with an expiration date of 31-may-2020.